Event description:
Per the surgeon, the patient was explanted due to facial nerve stimulation below the implant. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.